Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced proximal set up joint (suj) to solve reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The proximal suj was analyzed and found in lighthouse, error 22028 was found indicating persistent power on self-test (post) test failures specifically that the manipulator, not suj, has failed post more than a specified number of times. However, error 23007 was also found indicating soft envelope error affecting the universal surgical manipulator (usm) and suj vertical. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed on a golden system in normal mode where it performed as expected. The unit was also installed on a patient side cart (psc) fixture test platform (pftp) where it passed all relevant tests. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, customer called and stated that they were getting repeated recoverable 22028 errors at power up. Technical support engineer (tse) was able to see in the event logs that this error was related to universal surgical manipulator (usm) 2. They tried to reposition usm 2 and retry but the system would again fault. They powered the system down normally and did an emergency power off (epo) at the patient side cart. The system continued to fault with recoverable 22028 errors at power up. Customer was able to disable usm 2. Tse explained that they can use the system as a three arm system for this procedure. Tse explained that table motion would not be allowed as all four arms are needed for table motion. They are to proceed with this procedure but they do need all four arms for following procedures. The procedure was completing as planned with no reported injury.